Manufacturer narrative:
H3: one device was received for evaluation. The device had not been in before for repair related to the customer stated problem. Functional checks and visual inspections were performed. The problem was confirmed as the device alarmed and displayed last error code (lec) 46510.the mainboard will be changed to correct the problem.

Event description:
It was reported that the device exhibited error code ¿46510". There was unknown patient involvement.